Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the set be returned for eval.

Event description:
The customer reported a broken piece of a male luer was lodged inside of the maxplus valve on the maxguard extension set. The extension set was in use on a pt in the pre-staging unit. The origin of the broken male luer was not provided. There was no pt harm or medical intervention. Although requested, no further pt or event info was provided.